Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site and found out that air gas module of the connected ventilator was contaminated with water. The fse replaced motor tubing for low pressure alarm, pc board and thermometric cooler for the drainage issue. Afterwards the device passed all performance tests according to factory specifications so it was returned to customer and cleared for clinical use. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).